Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse discovered that the helium regulator pressure could not be calibrated. The issue was reproducible. The issue was resolved by replacing the helium regulator pressure assembly. All operational and safety checks were performed, and the device was confirmed to meet factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) unable to calibrate helium regulator pressure. There was no patient involvement.